Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During evaluation, it was confirmed that the unit was not cooling properly. Chiller pump was replaced. DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device did not cooling. Initial performance evaluation was failed. Per sample evaluation results on (B)(6), 2024, it was reported that the arctic sun device had slow filling due to clogged fill tube filter. A failed chiller pump contributed to the reported issue and missing temperature cable.

Event description:
It was reported that arctic sun device did not cooling. Initial performance evaluation was failed. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device had slow filling due to clogged fill tube filter. A failed chiller pump contributed to the reported issue and missing temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.